Event description:
It was reported that during preparation for a coronary stenting treatment procedure of the mid left anterior descending (lad), stent damage was observed. The physician looked at the crimped 3.50x20mm liberte bare metal stent and "it looked like the struts were bent and not suitable for placement." The procedure was successfully completed with another of the same size stent. There were no complications reported.